Event description:
Biomed received a report from the ER of a masimo "radical" pulse oximeter displaying a reading even though it was not hooked up to a patient. Biomed tested the device and found that if it is hooked up to a patient (biomed tech in the biomed lab), and then the finger probe is removed and left on the table, the device continued to display "realistic" patient readings (92-94 sat, 77-79 hr) for an extended period of time (several minutes). Again, this is while the device was not even hooked up to the patient! This test was duplicated several times in the lab.continued experimentation in the biomed lab showed that placing a piece of paper over the unattached finger probe actually raised the sat to 98, before slowly drifting back down to 94+/-.after leaving the probe unattached, the radical was powered down, and then powered back up. We then witnessed the unit acquire a signal all on its own, without a finger ever going near the exposed led's (light emitting diode) of the finger probe! Slight movements of the patient cable also helped to sometimes "create" a false, but realistic looking patient signal. None of these tests were 100% repeatable, but all together it was fairly consistent. Biomed attempted to reproduce this test on a different "radical", using the same finger probe and patient cable, but was not able to do so. More biomed lab testing of radicals to come. During these tests, the device did not alarm unless it gave a display reading outside the alarm parameters, which in most cases they were not. The monitor did display poor signal iq, and was reflected in the "jittery" looking waveform. Biomed will continue to expand the scope of testing more radicals until the quality of the monitoring can be assured.